Event description:
Customer reported via phone call that their insulin pump is alarming. The blood glucose reading is 200 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was received with protruded/loose drive support disk, minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker. The insulin pump was unable to prime during the prime test due to protruded/loose drive support disk. No compromised force sensor system alarm noted. The insulin pump alarmed motor error during basic occlusion test due to protruded/loose drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.